Event description:
Information received a smiths medical cadd legacy pump error code 1720. No patient involvement as this occurred during testing of pump.

Event description:
Device investigation completed.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device arrived with scratch on screen. Evaluations and testing revealed error 1720 in the event log. The testing that was done to duplicate the complaint revealed and substantiated error code 1720, which revealed the back up capacitor needs replacement. Unknown cause of device malfunction. Capacitor was replaced and device passed all delivery and functional testing and ready for service.